Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter: the consumer reported that when removing the needle shield the needle hub separates. Date of event: unknown. Samples: yes.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter : the consumer reported that when removing the needle shield the needle hub separates. Date of event : unknown. Samples : yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary. Customer returned (2) loose 0.3ml bd insulin syringes and a loose cannula shield. The consumer stated needle shields are difficult to remove, and when removing needle shield, needle hub separates. Both returned syringes were examined, and it was observed that both exhibited a needle hub/shield assembly detached from the respective barrel. No damage was observed on either barrel tip. A review of the device history record was completed for batch# 0167574. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure needle hub separates. CAPA pr1630423 has been opened to address this issue.